Event description:
Pt's one touch ultra meter was reported to keep giving the error 5 message. This issue was not resolved with troubleshooting. Emergency services were contacted, but no further info was provided regarding this. Medical affairs specialist was unsuccessful in reaching the pt for that info. Due to insufficient info, this case is reported as a meter malfunction. A letter will be sent to the pt to try and contact pt.